Event description:
Ous MDR: after an implantation period of 5 months a decrease of the shock impedance and an increase of rv threshold and pacing impedance were reported. The lead was explanted but not returned. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. Apart from a deformed shock coil which most likely occurred due to tensile forces applied during the explantation procedure, no deviations were noted in the course of the analysis. In particular the values measured during the electrical analysis were within the specifications. Referring to the complaint description a dislodgement of the lead cannot be excluded. However, as the available x-ray images were not analyzable, due to poor image quality, no definite conclusion can be drawn. The analysis did not reveal any sign of a material or manufacturing problem.